Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer could not calibrate the display screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus tip position on the touch screen had corrosion and needed calibration. It was noted that the cord bay latch was broken and software was re-installed and updated to newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed al final functional tests. If information is provided in the future, a supplemental report will be issued.